Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. The target lesion was located in the moderately tortuous coronary artery. A 3.00 x 16mm synergy stent was advanced for treatment. However, upon delivery, it was noted that the edge got lifted. The procedure was completed with a different device. No patient complications reported.